Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test and failed self test. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. The original lcd board was removed and replace with a test lcd board. No anomalies was notice after battery insert. Problem isolated to lcd board. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported backlight anomaly on lcd screen. Pump did not pass self test. The customer reported no adverse event. The event involved product(s) mmt-754des. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would dis-continue the use of the device. Product mmt-754des was returned for analysis.